Manufacturer narrative:
A pneumatics module was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was connected to a calibrated system for functional testing. The pneumatics module was found to meet specification. As the sample was found to meet specifications, the root cause of the reported pneumatics system message cannot be determined conclusively. As the sample was found to meet specifications, the root cause of the reported fluidics issue cannot be determined conclusively. Based on the information obtained, the root cause of the reported altered treatment plan cannot be determined conclusively. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
A surgeon reported that during a vitrectomy procedure the system displayed a system message and unstable fluidics. The surgeon was not able to clear the system message and the case was not completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 25, 2013. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported system message (sm) cannot be determined conclusively. Based on the information obtained, the root cause of the reported unstable fluidics cannot be determined conclusively. Based on the information obtained, the root cause of the reported altered procedure cannot be determined conclusively.